Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation. Two events were confirmed during testing. Two devices were found to be affected by wear. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device was shedding metal debris. Two reported events had no patient involvement; no patient impact.